Event description:
It was reported that the patient was symptomatic with intermittent pectoral stimulation. The device exhibited high capture thresholds of 7.0 v, 1.0 ms and low sensing thresholds of 1.5 mv. Unipolar impedance was 280 ohms.